Manufacturer narrative:
The customer has indicated the complaint sample will be returned to greatbatch medical for investigation. Once the device is returned and the investigation is completed a follow up medwatch 3500a will be submitted. Complaint information provided by (B)(4).

Event description:
It was reported that during an unknown procedure on a (B)(6) year old female patient the doctor was using the instrument to ream the patient's hip and the power adaptor on the reamer handle broke. The procedure was completed successfully with another device and there were no adverse events reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was returned incompleted (without the teflon sleeve), to great batch for evaluation and the reported event was confirmed. The adaptor coupling was fractured from the shaft of the reamer handle. A visual examination of the complaint sample was completed and it was found to contain numerous areas of surface deformation attributed to wear from repeated intended use throughout the surface of the device. The cause of the malfunction to be torsional fatigue. It is unknown as to how many cycles, (procedures), this device has seen throughout its life in the field. A manufacturing review was completed and there were no discrepancies found. No further investigation is required.